Manufacturer narrative:
A production device history record (DHR) review is not required as this complaint is for an out-of-box part failure. It was determined that the ECG lead wires were damaged based on a packing issue in preparation for shipment. No further investigation is required. The initial reporter is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6).

Event description:
It was reported that the electrocardiography (ECG) lead wires were damaged before shipping. No other parts were damaged and this is an oob complaint. There was no patient involvement; thus no adverse event was reported.